Event description:
The pt reportedly experienced intermittencies with his external equipment and implant. External equipment was exchanged. However, the problem was not resolved and the center decided to move forward with surgery. Surgery to explant and reimplant the pt's device has been scheduled.